Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.patient stated that device has black particles in water tank after replacing with distilled water daily and changes out 2 filters every 3 weeks to a month.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to the ff fields. Describe event or problem. The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient stated that device has black particles in water tank after replacing with distilled water daily and changes out 2 filters every 3 weeks to a month. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. (Device) problem code grid. Dpr-unc-04 adverse event without identified device or use problem.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient stated that device has black particles in water tank after replacing with distilled water daily and changes out 2 filters every 3 weeks to a month. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.